Manufacturer narrative:
The field service engineer replaced the measuring cell as it was overdue to be replaced. It was also determined that the calibration of the assay was overdue. The investigation determined that the service actions (measuring cell replacement) resolved the issue.

Manufacturer narrative:
The reagent lot number is 709174. The expiration date is 09/2024. The sample was collected in a heparin tube and centrifuged for 5 minutes at 4000 rpm. There was no re-centrifugation between runs. Qc results were within specification. The customer cleans the probes daily. There were no signs of clogged probes. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+b assay results for 2 patient samples on a cobas e 411 module. Patient 1: the initial result was 21.73 miu/ml with a data flag. The repeated result was <0.1 miu/ml with a data flag. Patient 2: on (B)(6). 2024 the initial result was 35.37 miu/ml with a data flag. The repeated result was 0.100 miu/ml with a data flag.